Event description:
It was reported that during a prostate procedure, @ 22858 joules; 3 minutes of use, ¿firing out of the tip¿ was noted. The fiber was exchanged and the procedure was completed utilizing the second fiber. No injury reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture/cracks at the distal side of fiber/glass cap fusion zone; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits moderate detritus adhesion. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.